Event description:
Pt reported her first infusion pump was explanted shortly after it was implanted in 2003 (shortly after implant) due to an infection. Info has been requested from pt's physician regarding the reported event, and a follow up report will be sent when new info is received.